Manufacturer narrative:
Product analysis update: further analysis of the external pulse generator (epg) was performed. On visual inspection there was a white residue near a resistor. The main board was assembled into a golden unit. The device was powered on, an error was observed. The device was powered off and again powered on and the same error occurred again. A micro controller was found to be defective and when replaced the device passed all tests when assembled into a golden unit on benchtop analysis with no error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: at analysis, it was determined that the external pulse generator (epg) failed multiple tests during the final test cycle on the automated test system. It was noted that there was an error displayed on the epg screen during testing. The printed circuit board (pcb) was defective. The pcb was replaced and liquid crystal display (lcd) was replaced due to design change. The epg then passed all tests with no visual/electrical anomalies. The device conformed to specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The external pulse generator (epg) was returned as a loaner and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.